Manufacturer narrative:
Additional information: d6a, d6b, g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.

Event description:
On 9/17/2024, the sales representative provided the following information via email and phone: the complaint device was an ar-2324bcc suture anchor, biocomposite swivelock c, with an unknown batch number, which the facility had discarded after its removal during the additional surgery. Both surgical procedures were performed by the same surgeon. Additional information has been requested. On 9/19/2024, the sales representative provided the following information via email: the initial procedure was a rotator cuff repair, and the second surgery was a hardware removal procedure. No new implants were added during the second surgery, and no additional repair was needed. The surgeon reported to the patient and the sales representative that the cuff, upon visual examination, looked healed. Some adhesions from the healing process were removed.

Event description:
On (B)(6) 2024, it was reported by a patient via mail that a single-loaded arthrex swivelock anchor had backed out after initial shoulder surgery on (B)(6) 2024. The backed-out anchor was causing immense pain, and a second surgery was performed on (B)(6) 2024. The patient requested if any additional information could be provided from the sales representative present during the initial surgery while the anchor was placed into her shoulder. This occurred after use in an unspecified shoulder surgery. Additional information has been requested.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.